Manufacturer narrative:
The referenced first distal end percutaneous lead (driveline) replacement was reported under medwatch MFR report # 2916596-2018-02050. Approximate age of device ¿ 4 years and 10 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that approximately two hours after an onsite distal end percutaneous lead (driveline) replacement on (B)(6) 2018, the alarms had returned. Technical services returned to the center and performed another driveline replacement. This second replacement began approximately 2 inches from the driveline skin exit site, with the removal of as much of the external portion of the driveline as possible. No immediate alarms occurred and the patient was to be monitored overnight.

Manufacturer narrative:
Approximately 19.5 inches of the external portion/distal end of the percutaneous lead was returned for evaluation. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. The report of a potentially compromised percutaneous lead could not be confirmed. No further information was provided. The manufacturer is closing the file on this event.